Manufacturer narrative:
Investigation summary: bd had not received samples for investigation, but 2 photos were provided. The photos received have 2 tubes but only one is possible to observe the sample. In both photos it is possible to observe that the serum is not fluid (fibrin). The tube is not meeting the draw volume per label, where the filling indicator is near the hemogard cap. In addition, in both photos it is possible to observe that there is residual of additive on the wall indicating that it was not properly mixed. Retention samples of the incident lot selected from bd inventory were also evaluated. 195 samples were visually evaluated and no defects were found with the retain product. 5 samples from the retain samples were sent for clinical evaluation. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, fibrin, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photos provided. All testing of retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode based on the testing performed. H3 other text : see h10.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br there was missing additive. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: there was "formation of fibrin in the tube's wall, even after waiting 30 minutes for centrifugation, and there were no changes in pre-analytical procedures." No erroneous results reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br there was missing additive. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: there was "formation of fibrin in the tube's wall, even after waiting 30 minutes for centrifugation, and there were no changes in pre-analytical procedures." No erroneous results reported.